Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was over 400 mg/dl and lower than 40 mg/dl. Customer's other blood glucose value was 442 mg/dl. The customer was declined to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.